Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a malfunction with an alarm ringing. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the staff stated that the fan was in red alarm "defective main alarm" and was impossible to acknowledge this alarm. The customer confirmed errors 5021 "speaker test (pm pcba & mc pcba)¿, (in turn pass and fail) and 1102 "primary alarm failed". Requesting onsite intervention.

Manufacturer narrative:
A field service engineer (fse) reported that they resolved the issue of the main alarm error. It was reported that two loudspeakers and the cpu board were replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Device usage at time of event: per a follow up response, the device alarmed upon starting the ventilator. There was no patient involvement at time of the reported event.